Event description:
It was reported that the patient had a loss of most of her stimulation sensation. The patient's symptoms included loss of bladder control and she was leaking a lot. The patient felt her urgency and frequency had returned. These symptoms started about 1 ½ months ago and are in the area of patient's perineum. The patient had turned stimulation up, but if it was too high she felt a shocking sensation. She had gone through all four programs but still did not have relief from her symptoms. The patient also felt her device had moved in the pocket site. Since the past 1 ½ months, the patient felt the device stuck out further, it was sore to touch it, and she could not put pressure on the pocket site. The patient had been doing heavy and repetitive lifting at her job site. She had been referred to a physician, but she had not yet gone to see him. It was also noted that the patient was part of a clinical study for interstitial cystitis. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the patient had electrifying jolts coming from her butt, which started about a week ago. It was noted that the patient went noodle fishing, was hit by a current, then fell and hit a rock. The jolting sensation that the patient was experiencing was usually controlled when she adjusted the stimulation sensation and then everything would be fine. It was noted that therapy was still helping at this point. It was indicated that the patient had been having issues on and off since her previous accident, where she was run over by a car in (B)(6) 2012. The patient saw her doctor on (B)(6) 2012, and they had to reconnect the lead to fix it, as it was knocked loose.

Event description:
Additional information received reported that the patient felt shocking in her tailbone for the past 2-3 months. Because she was getting shocking from the system, even though it had provided relief, the patient wanted it out. The patient's outcome was not provided. If additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 3093-33, lot# v581929, implanted: (B)(6) 2010. Product type: lead: product ID 3093-33, lot# v581929, implanted: (B)(6) 2010. Product type: lead: product ID 3037, serial# (B)(4). Product type: programmer, patient. (B)(4).